Event description:
It was reported by the patient approximately six days post implant that when their device was implanted the medical doctor told them they had fourteen years left and when they looked at their application it said they had eleven years left. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.